Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2011.according to the complainant, during the first pass, it was noticed that the outer sheath peeled back to reveal coil shaft. Nothing detached into the patient and no other abnormalities were noted with the device. Additionally it was reported that no difficulty or resistance was felt while inserting or removing the device though the scope, and the device was inspected/tested prior to use and it appeared normal. The procedure was completed with another radial jaw 3 hot single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, during the first pass, it was noticed that the outer sheath peeled back to reveal coil shaft. Nothing detached into the patient and no other abnormalities were noted with the device. Additionally it was reported that no difficulty or resistance was felt while inserting or removing the device though the scope, and the device was inspected/tested prior to use and it appeared normal. The procedure was completed with another radial jaw 3 hot single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that the coil was elongated and exposed. The device crimping and riveting was found to be within manufacturing specifications. Functionally, the unit was able to be opened and closed without issue. The condition of the returned incident device was not consistent with the complaint; sheath peeled/torn. However, the coil was elongated and exposed from the sheath. The most probable root cause is user/use error as it was reported that the device was inspected prior to use and no anomalies were noted and the returned device presents evidence of the device not being handled properly. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. This event has been deemed a non-reportable event based on the investigation results; the sheath of the device were determined not to be peeled/torn as reported. (B)(4).